Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloating") and swelling ("swelling"). Essure was removed. At the time of the report, the medical device removal and swelling outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension, medical device removal and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloating") and swelling ("swelling"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal and swelling outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension, medical device removal and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure implant in the endometrial cavity,') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy test urine negative, metrorrhagia, dysmenorrhea, polycystic ovarian syndrome, pelvic pain female, endometriosis and right oophorectomy. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and swelling ("swelling"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy (the patient had a prior salpin). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device and swelling outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension, embedded device and swelling to be related to essure. The reporter commented: on (B)(6) 2012 patient performed : operative hysteroscopy with removal of foreign body, laparoscopy with bilateral tubal fulguration. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2021: mr received: " previously reported event medical device removal replaced with right essure implant in the endometrial cavity." Reporter, medical history, essure insertion and removal date and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.